Manufacturer narrative:
Radiographic image review results: lateral view of l4-5 tlif x-ray. Image of l4-5 tlif. The interbody shaft appears collapsed in 1 vs 2 x-ray angles appear similar. This regulatory report is being submitted due to retrospective review through CAPA: 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having a tlif. It was reported that the doctor did a tlif on this patient and used the catalyft pl40 implant. Final images showed that the cage expanded. He saw the patient back in clinic 6 weeks post operative and the cage had collapsed, somewhere between 2 and 6 weeks after being implanted. There was no patient symptom reported. There were no further complications reported regarding the event.